Event description:
It was reported that a pseudoarthrosis was found at c4/5 approximately 30 months post-operative. There were no specific device malfunctions reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pseudoarthrosis was found at c4/5 approximately 30 months post-operative. There were no specific device malfunctions reported.

Manufacturer narrative:
Additional information in h6: results and conclusions. The device was not returned, the lot number is unknown, and no x-rays or photos were provided so an evaluation was unable to be performed. Therefore, there are no findings available and the cause cannot be established. The device's labeling identifies non-union as a potential risk of using the device.

Manufacturer narrative:
Common device name: ldr spine cervical interbody fusion system or roi-c titanium-coated implant system. Product code: odp or ove. 510k: k091088 or k151934. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pseudoarthrosis was found at c4/5 approximately 30 months post-operative. There were no specific device malfunctions reported.